Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The consumer reported not feeling stimulation after increasing stimulation since trial implant. After adjusting stimulation level, the patient felt stimulation for a while but then it would disappear. There was an instance of having stimulation too high on (B)(6) 2015, so the patient lowered settings to a comfortable level. The patient encountered communication issues and a poor communication screen the following day; error codes 12 and 13 were shown, noting that the programmer was unable to find device. The issue did not resolve during the call. The patient had retention and overactive bladder symptoms such as wetting pads, so they were not sure if therapy was helping. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information.